Manufacturer narrative:
This report is being filed on an international product, list number 07p51-20 that has a similar product distributed in the us, list number 07p51-21/31. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. A search for similar complaints did not identify an increase in complaint activity for the issue for lot 62019ud00. The ticket trending review did not identify any trend regarding commonalities for lot number 62019ud00 and issue. A device history record review did not identify any related nonconformances, potential nonconformances or deviations associated with lot number 62019ud00 and complaint issue. A field data review was used to assess the performance of the alinity I total b-hcg assay using worldwide data. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Labelling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the alinity I total b-hcg reagent lot number 62019ud00 was identified.

Event description:
The customer observed a false positive alinity I total b-hcg for multiple patients. The following results were provided: (B)(6) 2024, sid (B)(6), initial result= 25.32 miu/ml; repeat result <2.30 miu/ml (B)(6) 2024, sid (B)(6), initial result= 25.62 miu/ml; repeat result <2.30 miu/ml additional patient results were added 29jul2024. Sid (B)(6), initial result= 32 miu/ml; repeat result on other analyzer <2.30 miu/ml there was no impact to patient management reported.

Manufacturer narrative:
Complete entry for section a1 - patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false positive alinity I total b-hcg for multiple patients. The following results were provided: (B)(6) 2024, (B)(6), initial result= 25.32 miu/ml; repeat result <2.30 miu/ml. (B)(6) 2024, (B)(6), initial result= 25.62 miu/ml; repeat result <2.30 miu/ml. Additional patient results were added 29jul2024. (B)(6), initial result= 32 miu/ml; repeat result on other analyzer <2.30 miu/ml there was no impact to patient management reported.